Event description:
Customer reported a button error alarm. Customer also states that they took the battery out and reinserted. The blood glucose reading is 2.7 mmol/l the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to a corroded keypad trace. The insulin pump was unable to download due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked case at the display window corners and a missing end cap sticker.